Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, exceeding 125 ohms and reaching out-of-range values. Technical services (ts) reviewed the event and recommended device replacement due to the patient's need for therapy. Ts also noted that lead calcification was suspected. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, exceeding 125 ohms and reaching out-of-range values. Technical services (ts) reviewed the event and recommended device replacement due to the patient's need for therapy. Ts also noted that lead calcification was suspected. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this patient has been scheduled for a revision procedure due to the out-of-range shock impedance measurements. At this time, this rv lead remains in service. No adverse patient effects were reported. Additional information was received that this lead recorded a fault code 1005 indicative of an open circuit condition during shock delivery. The patient then underwent a lead revision, during which this rv lead broke in half and fracture was suspected. This lead was ultimately surgically abandoned. Programming changes were made and the patient plans to return to clinic to have a new lead placed. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, exceeding 125 ohms and reaching out-of-range values. Technical services (ts) reviewed the event and recommended device replacement due to the patient's need for therapy. Ts also noted that lead calcification was suspected. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this patient has been scheduled for a revision procedure due to the out of range shock impedance measurements. At this time, this rv lead remains in service. No adverse patient effects were reported.